Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the unit and found 3 error code 37 in the error logs. The error codes were pointing to missing or kinked extender and disconnected catheter. The fse reviewed all the calibration factors and performed functional and safety checks per factory specifications, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) presented auto fill failure alarm. It is unknown under which circumstances this event occurred. There was no patient involvement and no adverse event was reported.